Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cable snapped and the jaws would no longer open and close. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the cable snapped and the jaws would no longer open and close. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the needle tail bent and protruding from the clevis. Additionally the distal side of the coil is bent and presents a scrape at the jacket. Functionally, upon handle actuation, both jaws/cups move to the same side in close position. No abnormalities were noted with the device riveting and welding which were within specification. Further analysis of the device wires found them to be deformed and one had no evidence of curving. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent, the distal side of the coil is bent and presents a scrape at the jacket. Examination of the device wires found them to be deformed and one had no evidence of curving. The most probable root cause is a manufacturing issue. An investigation is underway to address the wire curving issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).